Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak anchor did not properly insert, and the end bent and cracked. Everything was removed and a new implant was used to complete the case. This was discovered during a procedure on (B)(6) 2022

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.